Event description:
It was reported that a power source alert occurred. There was no adverse impact to the customer¿s blood glucose level. The issue was resolved by plugging the charging cable into the wall adapter, allowing the pump to begin charging without requiring further assistance.